Event description:
It was reported that during a colostomy reversal the device cut but did not staple. They converted from laparoscopic to open and completed the case.

Manufacturer narrative:
(B)(4). Batch #: 50a98. Additional information was requested, and the following was received: what was the reason for the convert to open? The device cut but did not staple. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? The device was fired once during the procedure and cut but did not staple. What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6). He has many years of experience. He fired a new device (the same as the one being discussed) to complete the case with no issues. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Only with the device in question. It cut but not staple. What is the current status of the patient? Additional response received: indicator at complete tightening, 15 seconds waited. Not retightened as was already tightened fully, not difficult to close or fire, 2 full turns to open per instructions, positive feedback on firing, donuts incomplete, partial staples seen. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: firing the device with an unsecured anvil will result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. While closing the device, keep the organ segments in the proper orientation. Inspect to ensure extraneous tissue is excluded. To close the device, turn the adjusting knob clockwise. Also, if the device is not in the safe firing range it may result in incomplete cut and/or improperly formed staples. To ensure the device remains in the safe firing range, do not turn the adjusting knob once the red safety has been released. When the safety has been released, squeeze the firing trigger with firm, steady pressure. Fire the instrument in one continuous stroke until the firing trigger touches device body. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/07/2022. Additional information was received: indicator at complete tightening 15 seconds waited. Not retightened as was already tightened fully. Not difficult to close or fire. 2 full turns to open per instructions positive feedback on firing. Donuts incomplete. Partial staples seen.